Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow was lower than expected as soon as the pads were placed on the patient. The flow rate went back to normal when the whole set (4 pads) were replaced for the patient. When the returned pads were evaluated in the lab, the alleged event was reproducible. The flow was only 1.3l/m with four pads, but no visual damage, occlusion or leak could be confirmed from the pads. It was assumed that the filter inside of the pads may have got clogged. The patient was able to complete therapy with the new pads and there was no delay in the procedure.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 medium used articgel pad kit for evaluation. The pads were visually inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed, the energy connector for the right chest pad was found slightly damaged the other connector were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 5.09 l/min m2 of flow rate were registered during the test. Left chest pad: a total of 4.61 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. According to the test method, the flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the flow was lower than expected as soon as the pads were placed on the patient. The flow rate went back to normal when the whole set (4 pads) were replaced for the patient. When the returned pads were evaluated in the lab, the alleged event was reproducible. The flow was only 1.3l/m with four pads, but no visual damage, occlusion or leak could be confirmed from the pads. It was assumed that the filter inside of the pads may have got clogged. The patient was able to complete therapy with the new pads and there was no delay in the procedure.